Event description:
Pt reported they are currently hospitalized as of (B)(6) 2024 due to pt believed they had a broken toe and was told they had a severe infection in remodulin line and was septic. No further information, details or dates available. Attending md advised pt had symptoms of redness, tenderness, fever, elevated white blood cells and positive blood cultures for infection in eve line. Date of discharge or current length of hospitalization is unknown. Unknown if md is aware. IV c-treprostinil premix pt. Reported to (B)(6) by pt/caregiver.